Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for a few seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition after the procedure.